Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime test due to loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had lost the confidence in using the insulin pump. The customer's blood glucose level was 165 mg/dl. The customer reported that insulin was shooting out of the infusion set during priming. Customer was now hesitant to use the insulin pump afterwards. Customer stated insulin was squirting out during the manual prime process. Customer stated insulin continued to drip after motor stopped during the manual prime process. The customer reported that they were not able to escape the loop and not complete the fill tubing successfully. The insulin pump will be returned for analysis.